Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image had a green screen, was shaky and snowflakes occurred. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cover glass was chipped, front and rear light guide bundles are damaged, light guide bar is scratched, and the image has three unrepairable white spots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the distal end cover glass, the light guide bundle, component failure of the main body, the defective universal cord causes the image to turn green, and image has three unrepairable white spots due to failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.